Manufacturer narrative:
Additional details regarding the event were obtained that the transcatheter pulmonary bioprosthetic valve was implanted, via right femoral vein access, into a patient with a history of a transannular and pulmonary valvotomy and a 21mm regurgitant homograft. The annulus was pre-stented with a cp 39mm and the transcatheter pulmonary bioprosthetic valve was implanted followed by a balloon aortic valvuloplasty (bav) with a 22mm balloon. An angiogram immediately post implant indicated no significant pulmonary regurgitation; however the valve stent was ¿mobile in the right ventricular outflow tract (rvot)¿. The patient was extubated immediately after the procedure. No intra-operative complications were reported and the patient was ¿clinically well¿ and ambulatory. It was also reported the patient was agitated pre and post-operative. Conclusion: the angiographic films from the procedure were reviewed. The images showed that the device was oriented in the proper position. No significant regurgitation was observed per the operative report. The images show that the device migrated towards the right ventricle after the use of the last 22mm balloon dilation. This was concluded by the orientation of the distal portion of the valve/ stent as compared to the sternal wire position on the lateral angiographic still frames; the sternal wires were used as an immobile or fixed reference point. The final angio showed no significant pulmonary regurgitation but it was observed that the cp stent and the valve were mobile as one unit in the right ventricular outflow tract (rvot). The mobile or rocking is an indication of instability, and probably should have been further dilated to have contact against the conduit wall. The operative report concluded with ¿uncomplicated rehabilitation of a regurgitant 21mm rv-pa homograft with a 22mm melody valve.¿ this indicated that there was no further mitigation or reported mobility. It was also documented that the ¿report has been modified to reflect patient¿s acute event 2.5 hours post procedure.¿ based on all the data collected, it was confirmed that the device valve was crimped and loaded on the delivery system in the correct orientation as the angiographic images noted pulmonary regurgitation though insignificant. The cp stent was implanted inside a homograft that had been implanted since 2004. Therefore, the homograft may not have had a strong landing zone, which could have also contributed to inadequate contact leading to migration. Per the operative notes, the device was deployed at 20mm. The image showed the balloons did not flare at both ends, which indicated that the device could have been further expanded up to 22mm. Images showed the fully deployed valve that appeared to be in full contact with the cp stent, but with inadequate contact between the homograft and cp stent. Additional images indicated that the post dilatation appeared to have shortened the length of the cp stents during further expansion. Images showed that the cp stent and valve were mobile. In addition, there was a very small circumferential area of contact with the valve and the cp stent, no waist of either was demonstrated. From this information, it was concluded that the final device diameter was inadequate; also with the noted migration towards the right ventricle, there was probable inadequate contact of the valve/cp stent complex which later embolized into the right ventricle and reposition incorrectly at the time of 2.5 hours which corresponds to the patient¿s sudden cardiac arrest. Based on the information gathered, events were attributed to user error, which was exaggerated by the migration of the device during post dilation and not due to the manufacture of the device.

Manufacturer narrative:
Product analysis: upon receipt, visual inspection revealed the valve was deployed inside a bare metal stent. One of the crowns of the stent adjacent to the outflow of the valve was slightly bent inwards. All leaflets were flexible and intact. One of the leaflets was in a slightly opened position. All commissures were intact. X-ray images did not reveal any damage to the frame or the bare metal stent. No stent fractures were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: a supplemental report will be filed following completion of the investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two and one half hours following the implant of this transcatheter pulmonary bioprosthetic valve, the patient had sudden cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated but the patient expired. An autopsy indicated that the valve was positioned in the annulus incorrectly (upside down). The physician suspected that the valve may have embolized and repositioned itself incorrectly in the right ventricular outflow tract (rvot). Right femoral vein access was used during the procedure. The implant site had been pre-stented and post-implant balloon dilatation was performed. It was reported that the loading was checked several times to ensure that the valve had been correctly loaded into the delivery catheter system (dcs).

Manufacturer narrative:
Corrected information: sex, date of birth.